Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose level exceeded a high value but specific numbers were unknown; it was indicated by the cgm as "high". Customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) without needing third-party assistance. The issue was resolved by changing the cartridge and resuming insulin use.